Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system device was implanted into the patient during a procedure performed on (B)(6) 2008. After the procedure, it was reported that the patient experienced uti and the implanted mesh eroded through the vaginal mucosa and into the bladder. On (B)(6) 2015, the patient had to undergo resection of mesh, hysteroscopy and cystoscopy due to mesh erosion. Another surgery on (B)(6) 2020 was performed, combining vaginal and abdominal resection of tvt due to mesh erosion and uti.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2015 was chosen as a best estimate based on the date of the first revision surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This complaint was received as litigation from a legal source in australia. Implant surgeon: dr. (B)(6) (B)(6) hospital. Revision surgery: prof. (B)(6). (B)(6) hospital. Imdrf patient codes e2006 and e1310 capture the reportable events of erosion and uti. Imdrf impact code f1905 captures the reportable event of revision surgeries.